Event description:
It was reported that; the cutter would not penetrate bone. In response the cage kept getting forced out of the disc space

Manufacturer narrative:
Results: visual, dimensional and functional analysis could not be performed as the device is still implanted. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: based on the correspondence with sales rep. The root cause of the cage displacement during pilot cutter insertion is likely due to too much applied impaction force and patient's hard bone quality.

Event description:
It was reported that; the cutter would not penetrate bone. In response the cage kept getting forced out of the disc space.